Event description:
It was reported that the customer's insulin pump display went blank and she received an unexpected restart alarm. Her blood glucose was 146 mg/dl. The insulin pump had not been out of use or in storage for an extended period of time. There was no corrosion or damage found, relevant to the blank display, which was resolved after the customer was instructed to insert a new battery. A signal too low alarm was found in the alarm history. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for three days with no unexpected external ram crc error alarms, unexpected restart alarms, restarts, low batt alarms, and blank displays noted during testing. The device passed displacement test, pump self test, unexpected restart alarm test and off no power test. The operating currents were in specification. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.